Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming low flow or air leak, alarm 113 (reduced water temperature control). Device investigated by tm/tech support while onsite. Found to need repair and failed functional verification. Baby was above target temperature for a couple hours.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-03281. Correction: b. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alert 113s (reduced water temperature control) due to not cooling due to a failed mixing pump. Per additional information updated from wo on 05may2025, they would be taking the device down to biomed. Awaiting call back from customer to advise on repair options. Per additional information updated from ttm on 06may2025, biomed had device giving calibration error 80 (water check time out - unable to reach calibration temperature). Per additional information received on 29apr2025, it was reported that the arctic sun device was alarming low flow or air leak, alarm 113 (reduced water temperature control). Device investigated by tm/tech support while onsite. Found to need repair and failed functional verification. Baby was above target temperature for a couple hours.